Event description:
We used the malem bedwetting alarm for my son which I bought from (B)(4) apparently the alarm overheated, we were lucky that my son took it off at the right time otherwise the consequences could be severe. When I mean severe, I mean the alarm was so hot that my bed could have caught fire. "What is the FDA doing about it." I have seen other complaints on this site for the malem alarm. If you would have removed this product sooner, my son wouldn't have had to go through the pain and suffering which he did. "Who is responsible for this."